Manufacturer narrative:
Device evaluation into root cause anticipated upon the return of the device from the customer.

Event description:
It was reported that the intraclude aortic device's balloon ruptured. The surgeon attempted to inflate the balloon and could not see balloon. He then attempted to deflate the balloon and saw blood in the syringe. Surgeon pulled balloon out of the sheath and confirmed that the ballon had ruptured by inflating the balloon outside the patient. No patient injury was reported.